Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The current blood glucose value is 98 mg/dl. The current sensor glucose value is 58 and isig about 50. Customer turned off sensor and turn on in the morning. Customer stated that there was sensor error and unable to calibrate. Customer removed the sensor and the electrode is short. Customer agreed to replace 5 sensors.